Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose at the time of call was 200 mg/dl. Prior to the hospitalization, it was stated that the customer changed the infusion set three times. It was also stated that the customer was going through puberty and that was contributing to the high blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests.